Event description:
It was reported that during a percutaneous coronary intervention procedure, failure to deploy a stent occurred. During preparation the technician opened a wallstent 8x20x75 iliac 6f unistep plus stent delivery system and noticed a kink in the stent delivery system. Attempts were made to deploy the stent on the table prior to entering the patient and failure to deploy the stent occurred. The procedure was completed with another same. No patient complications were reported and the patient's status is okay. However returned analysis revealed a broken exterior sheath.

Manufacturer narrative:
(B)(4). A visual examination of the device found that the interior tube of the delivery system was kinked 28 mm from the t-connector. The exterior sheath was broken 28 mm from the t-connector. The stainless steel tube was bent 55 mm from the proximal end of the device. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).